Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional event information is available. Data was provided for evaluation but does not reflect the alleged device or alleged issue. Confirmation of the loss of connection could not be determined. The root cause could not be determined.